Event description:
The tech alleged the head hi-lo is drifting down slowly when the bed is left in the raised position. No pt impact.

Manufacturer narrative:
The tech found the head hi-low valve sticking and not fully closing after activation. The tech removed and cleaned the head hi-low valve seat assembly to resolve the issue.